Manufacturer narrative:
Additional suspect medical device component involved in the event: model #:sc-2158-50e, serial #: (B)(4), description: linear trial lead with pre-loaded 0.014" stylet - 50 cm.

Event description:
A report was received that the patient had a hematoma on the right side of the incision site after the trial procedure. The hematoma was believed to be procedure related and has already been resolved.